Event description:
Customer's wife tested herself, reported blood glucose results of 95 mg/dl and 195 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Strips not available for return. Replacement system sent.